Event description:
A report was received that the patient underwent an explant procedure due to device related infection at the ipg site. The patient had an opening near the ipg site and had been taking oral antibiotics. The infection is still ongoing. The physician has done another irrigation surgery to clean wound out again.

Event description:
A report was received that the patient underwent an explant procedure due to device related infection at the ipg site. The patient had an opening near the ipg site and had been taking oral antibiotics. The infection is still ongoing. The physician has done another irrigation surgery to clean wound out again.

Event description:
A report was received that the patient underwent an explant procedure due to a non device related infection at the ipg site. The patient had an opening near the ipg site which was caused by their diabetes. The patient had been taking oral antibiotics. The infection is still ongoing. The physician has done another irrigation surgery to clean wound out again.

Manufacturer narrative:
Additional information was received that the patient was healing well. Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of the ipg was reported. Ipg exhibits normal device characteristics. Device evaluation indicated that the leads were cut approximately 18 inches from the proximal end. No complaints about the functionality of the leads were reported. The damage to the leads are consistent with damages done during the explant procedure and are not considered a failure. No anomalies were noted in the sterilization records. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm.